Event description:
Consumer opened a package of 10 syringes from the box in question and used some without incident. Sometime later (exact dates/times could not be provided by consumer), consumer prepared several shots, and then opened one of the syringes. The plunger did not seem correct, so they took off the end and found something inside. Took it to hosp where a skb-hemoccult card determined the substance was blood. Consumer then took the product back to pharmacy who notified the state board of pharmacy. Consumer stated they then called the co and reported this incident to them. They sent a mailing envelope so they could return the product to them, which they did. Consumer examined the remaining syringes from the box in question but found nothing unusual so consumer used them. No syringes are left in that box. The only other person in the home who has access to the syringes is spouse, who doesn't use this product. Co had evaluation completed. The closest match was blood. Based on the photos of the neele which does contain a red substance, it is most likely blood. Co rep states co usually finds in cases like this that the product is used by the consumer and placed back into the pouch it came in. When the syringe is fully depressed after it has been used at the initial time, it will create a slight vacuum in the needle inside the lumen and will actually suction some of the blood during the injection back into the needle which isn't apparent until the consumer attempts to draw fresh insulin or some other solution into there and that is when they will see the coagulated blood floating. No other complaints of this nature on this lot number have been received by the co.